Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
A report was received indicating the patient had a serious adverse event. It was indicated that the event was possibly related to the implant/procedure and was currently resolving. Upon review of the reconciliation report, it was indicated that intervention was taken to preclude a serious injury and the patient had treatment withdrawn, being discontinued from the trial. Additional information was received that the patient presented with 5 days of symptoms for wound site infection and was admitted to the hospital for treatment. Confirmation of the event was done by the primary investigating physician. It was indicated that the event of infection necessitating removal of the vns generator and vns electrodes required treatment of antibiotics as well. After removal of the device, the patient was indicated to be doing well and was indicated that there is a possibility of re-implantation after an interval. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received that the infection resolved.

Event description:
Additional information was received from the study site that the infection is ongoing and is currently recovering/resolving. No additional relevant information has been received to date.

Manufacturer narrative:
B3. Event date: corrected to (B)(6) 2019. D6a. Implant date: corrected to (B)(6) 2019.

Event description:
Additional information was received that the event of infection had resolved/recovered.

Event description:
Information on the lead was provided. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The device was sterilized prior to distribution.